Event description:
The customer reported that the ventilator alarmed and shut down during normal ventilation operation. The customer reported the unit was in use on a patient and there was no patient harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse reported the device diagnostic history indicated a 35volt failure occurrence. A 35 volt failure occurrence may result in a shut down of the device during normal ventilation operation. The fse replaced the power management pcb board to address the finding. Performance verification testing was completed and passed.